Manufacturer narrative:
Based on the claim against the product by the customer noting a no battery backup message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint and replaced the batteries to resolve the issue. Isi did receive a da vinci product to perform failure analysis. Fa installed the battery unit into the printed circuit assembly (pca) xi system, and it failed to power up. The patient side cart (psc) had red leds blinking with an error 816 which indicates "capacity fault." The three batteries had an overall voltage of 38.46v (battery 1: 12.40v, battery 2: 13.01v, battery 3: 13.05v). The complaint regarding a no battery backup message was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This complaint is being reported based on the following conclusion: the patient side cart (psc) battery was replaced by the field service engineer (fse) to correct an issue that rendered the da vinci system in a not acceptable state. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer had a no battery backup message. The battery light emitting diodes (leds) only had one red led and the system powered on with a no battery back message. The site was able to recover from the error. The site proceeded with docking the system and starting the case. The site was aware that there was not a battery backup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robot had been unplugged overnight and had no battery backup. When the patient side cart (psc) was plugged back in, the system turned on. The system generated a couple recoverable faults that ended up working as intended. However, the battery for the psc would not charge. As long as the psc was plugged in, the system worked as intended; but there was no backup battery for the case.